Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had complaints of chronic pain, fatigue, fevers, intermittent confusion, and dark urine on (B)(6) 2019. Palliative care was consulted and recommendations were made regarding patient pain control and opioid induced constipation that included scheduled tylenol, lyrica, prn dilaudid, and lactulose to achieve regular bowel movement. Additionally, broad spectrum antibiotics including fungal coverage were started and the patient was transferred to the cardiovascular intensive care unit for further management. Blood, sputum, and wound cultures all were positive for (B)(6). Dilaudid for chronic pain was continued at discharge with plans for the patient to follow up with the palliative care clinic outpatient for management. On (B)(6) 2019, diuresis was initiated with lasix IV twice a day and he responded well but was transitioned to lasix infusion to improve diuresis due to volume status. The patient also had right heart failure and was treated with inotropes. Infectious disease was consulted and subsequently recommended six weeks of vancomycin for mrsa treatment. The patient will remain on his chronic cresemba for fungal coverage as well. The driveline dressing was changed three times a day due to significant pus and gradually recovered.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events including driveline infection, bacteremia, right heart failure, chronic pain, and volume status issues could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient was admitted on (B)(6) 2019 with complaints of chronic pain, fatigue, fevers, intermittent confusion, and dark urine over the past several days. Palliative care was consulted, and it was recommended to start pain control and opioid-induced constipation that included scheduled tylenol, lyrical, dilaudid as necessarily, and lactulose to achieve regular bowel movements. Broad spectrum oral antibiotics including fungal coverage were also started, and the patient was transferred to the cardiovascular ICU for further management. Blood, sputum, and would cultures were all positive for mrsa. Infectious disease was consulted, and it was recommended for the patient to be treated for mrsa bacteremia with six weeks of vancomycin. The patient would remain on chronic cresemba for fungal coverage as well. The driveline dressing was changed three times daily due to significant pus, and the patient gradually recovered. Additionally, it was noted that the patient had right heart failure starting on 18jul2019, which was treated with inotropes. Diuresis was initiated on (B)(6) 2019 with lasix IV twice daily and the patient responded well, but the patient was transitioned to a lasix infusion to improve diuresis due to volume status. It was noted that the infections were related to the pump, but the other reported events were not device-related. The patient was discharged on (B)(6) 2019, and palliative care was contacted again on the day of discharge. The patient would continue on dilaudid for chronic pain with plans for the patient to follow up with the palliative care clinic for outpatient management. The patient remains ongoing on (B)(6) following this event; however, it was reported that the patient experienced further right heart failure and infection events in (B)(6) 2020 (reported in manufacturer report number 2916596-2020-00102). The heartmate 3 lvas IFU lists driveline infection, various other forms of infection, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.